Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on posterior assessed as surgical damage. Additional observations: ¿ crease fold and wear abrasion observed on the device. ¿ observed what appears to be like crater appearance on shell surface.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.